Manufacturer narrative:
No complaint was received with the return of the device. A partial lead with the lead tip was returned for analysis. An internal insulation abrasions was noted at 7.2 cm to 7.9cm, 13.1 cm to 15.0 cm, 26.0-26.7cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.